Manufacturer narrative:
Evaluation summary: x-rays permitted to confirm the event that the plate broke. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The breakage was caused by overloading. The patient was reported to be obese and to have walked too early. The current IFU reads: precautions for use: it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. Factors capable of compromising implantation success. Bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. Excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemetal report.

Event description:
It was reported by the sales rep that he was informed that an x-ray showing the mtp cp plate is broken in half. X-rays are post op.

Event description:
It was reported by the sales rep that he was informed that an x-ray showing the mtp cp plate is broken in half. X-rays are post op.